Event description:
Patient revised due to loose tibia component.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. Review of the device history records and search of the complaint database did not reveal any anomalies. The investigation could not verify or draw any conclusions about the root cause of the reported loosening. No evidence was found suggesting product contribution to the reported event and the need for corrective action is not indicated. Should additional information be received the investigation will be reopened. Depuy considers the investigation closed.